Manufacturer narrative:
The customer was not able to provide the sample or lot number involved, therefore, the device history record could not be reviewed. Historical trending was done. The protegrity blue with neu-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use of the glove. The possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the mfg process cannot be ruled out.

Event description:
Scrub nurse in another country (after approx two weeks of using the glove) developed red raised rash on her neck, going up into her hair-line and her back. The next day, the rash had spread to her abdomen, arms, hands and legs. The following day, her lips and soft palate were also swollen. She sought medical care, and was given IV hydrocortisone and adrenalin. Blood was also drawn for testing.